Manufacturer narrative:
A waiting product return to product quality investigation.

Event description:
Consumer called to report her daughter having a seizure due to low blood sugar. Thinks the meter is not working correctly, had to call the emt for assistance.